Manufacturer narrative:
(B)(4).

Event description:
It was reported that vessel dissection and guide wire tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. Two non-bsc guide wires were advanced; one wire was down in the lad and another was in the diagonal (diag) branch which was removed prior deploying a stent in the lad. The diag was compromised and a pt²¿ guide catheter was advanced through the stent struts. The diag was ballooned and stented with no issues; but angiography revealed distal dissection. Subsequently, a second stent was deployed on the same wire. However, when the wire was attempted to be removed, the wire got stuck and the tip broke off. An attempt was made to re-wire with several guides but failed to advance pass the broken wire tip. This left with the inability to advance a snare to attempt retrieval. The diag vessel shut down and the detached tip fragment remained in the proximal diag. The patient was transferred to another facility with operating room back-up capabilities for observations. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has wire kinked. The device has its distal tip kinked and fractured. The fracture is approximately at 183.5cm from its proximal end. It also presents a couple of kinks along its body. Outer diameter of middle of the device and proximal section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that vessel dissection and guide wire tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. Two non-bsc guide wires were advanced; one wire was down in the lad and another was in the diagonal (diag) branch which was removed prior deploying a stent in the lad. The diag was compromised and a pt guide catheter was advanced through the stent struts. The diag was ballooned and stented with no issues; but angiography revealed distal dissection. Subsequently, a second stent was deployed on the same wire. However, when the wire was attempted to be removed, the wire got stuck and the tip broke off. An attempt was made to re-wire with several guides but failed to advance pass the broken wire tip. This left with the inability to advance a snare to attempt retrieval. The diag vessel shut down and the detached tip fragment remained in the proximal diag. The patient was transferred to another facility with operating room back-up capabilities for observations. No further patient complications were reported.